Event description:
A doctor reported a (B)(6) male experienced right eye pain, tearing and redness. Upon examination, there was a nasal corneal edema with 7 to 8 cells in the negative. The doctor was unsure if it was hypoxia ot infection so she treated the pt with tobradex and odm5 (sodium chloride 5% and sodium hyaluronate 0.15%) to reduce the edema. Pt followed up with doctor 2 days later. Pt had less pain and his eye had less inflammation however, he had a feeling of foreign body sensation. The doctor's examination found a corneal paracentral lesion embossed. The fluorescein test was still negative. Doctor decided to treat pt as if it was acanthamoeba keratitis with desomedine and ciloxan along with the tobradex. The pt returned for a follow up visit one week later and had no pain or inflammation but complained of blurred vision. Upon examination, the lesion had decreased but there was a clear central scar with a horizontal micro line. The pt's visual acuity was 5.5/10. The last visual acuity the doctor has for the pt was in 2013 and was 8-/10. The doctor advised the pt to return for follow up in a month or so.

Manufacturer narrative:
The device involved in the event is in the process of being returned for eval. Based on all info, no causal factors can be determined and no conclusion can be drawn.